Event description:
Customer reported a problem with his freestyle blood glucose meter. He reported that he rec'd a reading of 337 mg/dl and because of that, he changed the way he was taking his insulin, to counteract the event. Afterwards, he "was asleep and his sister heard him going into convulsions". The sister called the paramedics who "stabilized him with an intravenous glucose solution drip and he regained consciousness". He was reportedly diagnosed with dka (diabetic ketoacidosis); however, this is not consistent with the treatment given to the customer.

Manufacturer narrative:
Customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings obtained from the returned meter log confirmed that the customer had high glucose readings at the time of the event; however, no reading result of 337 mg/dl was found. No further investigation is necessary.